Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier board and compact flash card were replaced. Patient information could not be obtained due to country privacy laws. (B)(4).

Event description:
The hospital reported that, during a case, the unit shut down. There was no reported patient injury.